Event description:
Clinician arrive to or - in the or pt was placed on tv-100 and it was noted pt wasn't ventilating properly and began to desat (relatively quick). Anesthesiologist began question the vent; vent setting were the same as what they had the patient on. Pt was then placed back on their or vent, tv-100 was checked and everything was appropriate. Pt was placed back on transport vent and was noted to be ventilating, pt desat again, anesthesiologist decided to bag the pt during transport w/out [without] attempting tv-100 again or time for a backup. Patient required manual bagging while ventilator was failing. Manufacturer response for transport ventilator, tv100 (per site reporter).